Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, when he opened the lens case, the lens was missing. Add'l info was received from the surgeon, who reported he had already removed the crystalline lens out of the pt's eye when he realized there was no lens in the case. There was no back-up lens, so he closed the wound and the surgery was rescheduled two days later. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the carton and the empty lens case were returned. Lens case damage was not observed. Results from the product history record review indicated the product met release criteria. The root cause could not be determined by the eval. All documentation indicates that the product was accounted for at the time of final packaging. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).